Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The emergency neurovascular stent procedure was completed as planned by using the console monitor. The remote service engineer (rse) found that the system was unable to startup, freezing at the philips logo screen. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse found that the flexviewing-pc had issues with starting up due to memory failure and corrupted software. The fse replaced the flexviewing-pc and reloaded the software. Analysis of the log file confirmed a malfunctioning flexviewing-pc. The returned part has been analyzed and showed a defective disk bay. Philips has initiated medical device correction z-1151-2024 regarding this issue. After replacing the flexviewing-pc the solution has been implemented, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the system would not fully boot. It froze on the philips logo screen. The customer rebooted the system, but the issue did not resolve. There was no reported patient or user harm. Philips has started an investigation of this complaint.